Event description:
It was reported that the user experienced repeated dexcom g6 continuous glucose monitor (cgm) pairing issues with the ilet bionic pancreas, including alerts to enter a blood glucose and ¿dosing stops soon,¿ followed by ¿searching for transmitter¿ messages after which the user restarted the pump, and reentered sensor and transmitter codes. Symptoms included interrupted automated insulin dosing due to unavailable cgm data with no reported adverse clinical symptoms. Outcomes included temporary loss of cgm data with no health impact. User support included troubleshooting and education, including device restarts, sensor/transmitter reentry, and waiting for pairing. Investigation of this case revealed a cgm communication problem leading to dosing suspension alerts, consistent with a sensor/transmitter signal loss scenario. It was concluded, based on previously established findings for similar reports, that the cause was communication failure between the cgm components and the ilet that was resolved through standard troubleshooting.